Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the camera was trying to flip to another orientation. The technical support engineer (tse) explained issue was likely related to needing the guided tool change cancelled and walked caller through the process. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue with the scope occurred during the guided tool change. The tip of the camera would rotate from 30 up to 30 down. The customer was trying to put the scope on the universal surgical manipulator (usm), but it kept trying to rotate to the opposite of what the customer wanted. The issue occurred while the customer was changing the scope to another usm to get a better angle to remove the gallbladder. The scope worked the entire case. The customer was at the end of the procedure and decided to complete with a lap scope to finish removing the gallbladder. There was no mention of inverted image as the entire issue occurred during the guided tool change setup.

Manufacturer narrative:
Based on the claim against the product by the customer noting the camera was trying to flip to another orientation during the guided tool change, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse walked the customer through the process of cancelling the guided tool change to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.